Manufacturer narrative:
H.6. Investigation: customer returned two (2) loose 31gx8mm, 1ml bd insulin syringes. Customer reported there are two syringes with 2 broken plunger pad. The two returned syringes were examined, and it was observed that both syringes exhibited broken plunger rods; one of the syringes also exhibited a cracked barrel. Unable to perform a DHR review due to unknown lot number. Automatic syringe assembly machine, which feeds 1cc/ml, syringe components (barrel, stopper, plunger) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials, it then goes to the form fill and seal machine to be packaged. No quality notifications or maintenance dispatches were able to be looked at due to the batch number being unknown. Therefore, no root cause can be determined h3 other text : see h.10

Event description:
It was reported that bd ultra-fine¿ ii insulin syringe plunger push pad was broken. This occurred on (B)(4) occasions before use. The following information was provided by the initial reporter: plunger push pad broken there are two syringes with (B)(4) broken plunger pad.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd ultra-fine¿ ii insulin syringe plunger push pad was broken. This occurred on 2 occasions before use. The following information was provided by the initial reporter: plunger push pad broken. There are two syringes with 2 broken plunger pad.